Manufacturer narrative:
(B)(4). Batch # l90x7y.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er320 device was returned with the jaws damaged and bent. Due to the returned condition of the device, no further testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the customer that during a laparoscopic cholecystectomy the ligaclip was firing at an angle and not picking up to close the clip. Another like device was opened and the procedure was completed with no consequence. One device is being returned for analysis.